Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that post-op the patient was experiencing drainage at the ipg incision site. As a result, the patient was treated with antibiotics and monitored over time, which addressed the issue.